Manufacturer narrative:
It was reported that the rotaflow displayed the "reference" error. The failure occurred during startup. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure "reference error" and the rf flow measure pcba (printed circuit board assembly) (article number 701011681) has been replaced. The device was sent back to the customer. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a partial breakthrough of the capacitor c109 on the flow measurement board, which overloads the voltage converter. This led to the reported error. The device was manufactured on 2020-10-14. The review of the non-conformities has been performed on 2024-03-18 for the period of 2020-10-14 to 2024-03-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "reference" error" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the rotaflow displayed the "reference" error during startup. No harm to any person has been reported. The reference error occurs when the rotaflow¿s internal voltage is outside its valid range. Complaint ID:(B)(4).